Manufacturer narrative:
This report is submitted on march 28, 2023

Event description:
Per the clinic, the patient experienced skin overgrowth and an infection at the abutment site which was treated with oral antibiotics. There was a skin revision when the abutment was changed.